Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged being inaccurate. The amount of inaccuracy was not provided. It was noted that the anterior depth was the concern; medial/lateral and superior/inferior were fine. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information. A medtronic representative went to the site to test the equipment. A system checkout showed that the equipment was full fully functional. The registration was accurate. Two orbic spins were taken and it remained accurate. The reported event could not be duplicated by medtronic personnel. No further issues have been reported.